Event description:
On the third day following abdominal surgery patient had an episode of unresponsiveness. Immediate resuscitative efforts were initiated. Patient responded immediately with no reported sequelae. The exact cause of the episode is undetermined; however, the ims syringe with meperidine was found in the pca pump, cracked and empty. The syringe had not been observed as being cracked prior to insertion in the pump. The amount of medication infused is undetermined. Patient was discharged four days later.